Event description:
Iab catheter inserted on 2/6/97 post CABG x3. On 3/6/97 at 1400 hrs gas leakage alarm on the iabp repurged no augmentation. Increased augmentation on iabp no augment to pt. Balloon removed from the pt and not replaced. The pt is in satisfactory condition.